Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The implant(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments (1 x-ray image(s) from the attachment(s) located in notes & attachments section of the product complaint) up to 08-apr-2021. The image(s) was reviewed, and the complaint condition could not be confirmed, the image does not show any issues with the device. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot = lot number unknown therefore the mre could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information: this (B)(4) was linked to (B)(4) that was created to capture the unknown extractor that the surgeon have a difficult time connecting the proximal end of the unknown nail (intra-op) event, while (B)(4) was originally created that capture the tfna implants that was removed (post-op event). This complaint involves three (3) devices.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - nails: tfn/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. (B)(4). Complaint summary: it was reported on unknown date, that a trochanteric fixation nails (tfn) will be removed and will be converted to a total hip arthroplasty on (B)(6) 2021. The reason for this removal is unknown and the patient is currently unknown. The implant(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed, and the complaint condition could not be confirmed, the image does not show any issues with the device. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: lot number unknown therefore the mre could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on unknown date, that a trochanteric fixation nails (tfn) will be removed and will be converted to a total hip arthroplasty on (B)(6) 2021. The reason for this removal is unknown and the patient condition is currently unknown. This complaint involves (1) device. This report is for (1) unk - nails: tfn. This report is 1 of 1 (B)(4).